Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 400 mg/dl. The customer stated their blood glucose declined to 230 mg/dl. It was also found the customer had adhesive issues with their sensors. Customer's sensors will be replaced. No additional information provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor needle bent inside sensor base. Unable to confirm customer received sensor in that condition due to customer returned opened/used. Unable to perform insertion complaint due to complaint against sen-serter. Also unable to confirm adhesive anomaly due to sensor was returned opened/used.